Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer did not change any supplies. The alarm did no reoccur. Customer declined tandem technical support's offer to troubleshoot and customer was to monitor infusion set site. Customer's blood glucose was 180 mg/dl.